Manufacturer narrative:
(B)(4). (B)(6). The complaint sample was evaluated and the fracture was confirmed. Visual inspection shows the mating feature of the dome impactor has fractured. The top of the dome exhibits gouges. The device shows wear & tear which has occurred during a potential field age of approximately 7 years 8 months. Review of the device history record identified no deviations or anomalies. The root cause of the event is determined to be likely due to normal wear and tear of the instrument during it's field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial total hip arthroplasty, following impaction, the inner part of the dome impactor was found broken after disassembling it. No harm to the patient or delay occurred due to the malfunction.